Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, during a routine examination, the physician inadvertently pulled the electrode array out of the patient¿s cochlea. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip was not fired when the firing trigger was activated. Procedure prolonged one minute. There were no adverse consequences for the patient.